Manufacturer narrative:
One sample of material number 22000-b007t was submitted for quality evaluation. No damages or abnormalities were identified during visual inspection. The infusion set was primed and a connected to a sample bd smartsite in order to conduct a simulated infusion at an infusion rate of 125 ml/hr. The simulated infusion was conducted for 1 hour. There was no leakage identified during the simulated infusion. The customer complaint of leakage could not be verified. A root cause was not determined because the failure could not be replicated on the samples submitted. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd alaris pump module smartsite texium infusion set had leakage. The following information was provided by the initial reporter: leaked at the male luer, chemo was being administered.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.